Event description:
Patient presented for follow-up, and an increase in lead impedance was observed. Trending indicated that the impedance had been increasing gradually over the last 7 months. The sense/pace portion of the lead was capped. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.